Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to the exchange sheath shooting off when the plunger is depressed may include, but are not limited to, the exchange sheath was not completely attached to the clip applier; did not push hard enough. An audible "click" is not recognized as completion of exchange sheath to clip applier attachment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Na.

Event description:
It was reported that a starclose device was attempted in the right common femoral artery via a 5f sheath after a diagnostic procedure. Reportedly, the device failed as the sheath shot out of the device after the plunger was depressed. As a result, the thumb advancer was not attempted to be advanced. The release mechanism was used to remove the device. Manual arterial compression was used to achieve hemostasis. No additional information was provided.